Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient had abdominal pain that was taken care of. The patient was doing well postoperatively.

Event description:
A report was received that the leads were coming out and there was breakage of the skin. The patient underwent a revision procedure wherein the leads and clik anchor were explanted. No infection and device malfunction suspected.

Event description:
A report was received that the leads were coming out and there was breakage of the skin. The patient underwent a revision procedure wherein the leads and clik anchor were explanted. No infection and device malfunction suspected.

Manufacturer narrative:
Additional information was received that the physician believed the abdominal pain was not device related and may just be an irritation during the procedure and needed more time to heal. No further course of action will be taken.

Event description:
A report was received that the leads were coming out and there was breakage of the skin. The patient underwent a revision procedure wherein the leads and clik anchor were explanted. No infection and device malfunction suspected.